Event description:
A pump alarm was reported, specifically alarm 20, during the pumping process. There was no adverse impact to the customer's blood glucose level. The customer was assisted in troubleshooting by loading a new cartridge, but the alarm occurred again. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer on how to put the pump into storage mode before returning it. The customer was informed to send back the defective pump using a pre-paid label within 10 days. During this period, the customer would use multiple daily injections as backup insulin therapy.